Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a motion sensor test failure alarm. The customer's blood glucose level was unknown. Troubleshooting was performed. The customer was not able to rewind the insulin pump. The insulin pump will return for analysis.

Manufacturer narrative:
Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to confirm a broken force sensor was detected during seating or regular delivery alarm and unable to perform occlusion test and excessive no delivery test due to motor error alarms. Pump passed displacement test, rewind test, basic occlusion test and a broken force sensor was detected during seating or regular delivery test.